Manufacturer narrative:
"The device involved in the event will not be returned for evaluation as it remains implanted in the patient. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
It was reported the patient had a procedure on (B)(6) 2014 with a bifurcated, and a suprarenal aortic extension. Subsequently, a recent computed tomography revealed lessening overlap. Physician elected to implant a suprarenal aortic extension and an infrarenal aortic extension to fully achieve maximum overlap. Patient tolerated the procedure well.

Manufacturer narrative:
Based upon the clinical review, the reported stent migration was confirmed. A manufacturing record review was performed and the lot met all release criteria with no issues or deviations that would explain the reported event. Identification of a design or manufacturing root cause for the reported event was inconclusive. The clinical review identified the following factors that may have been contributors to the event: the angulated, conical aortic neck length of less than 15 mm; the severe calcifications within the aortic neck and severe calcifications at the bifurcation.